Event description:
It was reported, when doing an x-ray with contrast due to a lack of blood return, a hole in the catheter was discovered inside the patient at approximately 20cm. The catheter was taken out. Total length of the catheter is 42cm. PICC was inserted in the basilic vein. After insertion, PICC was dressed straight along the patient's arm. PICC was inserted for 488 days. Infusates infused through the PICC: immunotherapies (car-t cells, monoclonal antibodies) karfilzomib. During dressing changes, catheter site cleaned with chlorhexidine solution poured from a bottle - klorhexidin 5 mg/ml. No impact to the patient. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: exit site for the PICC was at the hub, it was secured with statlock. There was no intervention for occlusions with this PICC.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, when doing an x-ray with contrast due to a lack of blood return, a hole in the catheter was discovered inside the patient at approximately 20cm. The catheter was taken out. Total length of the catheter is 42cm. PICC was inserted in the basilic vein. After insertion, PICC was dressed straight along the patient's arm. PICC was inserted for 488 days. Infusates infused through the PICC: immunotherapies (car-t cells, monoclonal antibodies) karfilzomib. During dressing changes, catheter site cleaned with chlorhexidine solution poured from a bottle - klorhexidin 5 mg/ml. No impact to the patient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, when doing an x-ray with contrast due to a lack of blood return, a hole in the catheter was discovered inside the patient at approximately 20cm. The catheter was taken out. Total length of the catheter is 42cm. PICC was inserted in the basilic vein. After insertion, PICC was dressed straight along the patient's arm. PICC was inserted for 488 days. Infusates infused through the PICC: immunotherapies (car-t cells, monoclonal antibodies) karfilzomib. During dressing changes, catheter site cleaned with chlorhexidine solution poured from a bottle - klorhexidin 5 mg/ml. No impact to the patient. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: exit site for the PICC was at the hub, it was secured with statlock. There was no intervention for occlusions with this PICC.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter was confirmed; however, the root cause could not be determined. The product returned for evaluation was a 4fr single lumen powerpicc solo catheter with a needleless injection cap. Use residue was observed throughout the sample. An attempt to flush the catheter with water using a 12ml syringe revealed a leak. Microscopic inspection of the leak site revealed a longitudinally aligned split at the 23cm depth marking. The surface of the split exhibited a finely granular surface. The exact cause of the damage is unknown; however, repetitive mechanical stresses or compression of the indwelling catheter may have contributed to the split. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. This complaint will be recorded for future trending and monitoring purposes.